Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure of an unspecified artery was attempted using a proglide device relative to an unspecified procedure. Reportedly, the suture did not hold when the device was deployed. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). This event is a duplicate of (B)(4). Analysis will be provided on MFR report#2024168-2017-08661.

Event description:
Subsequent to the initially filed report, additional information was received stating that this event is a duplicate of (B)(4) / MFR report#2024168-2017-08661.